Event description:
It was reported that a first clip delivery system (cds), was advanced through the steerable guide catheter (sgc) without any resistance encountered and the clip was successfully deployed without issue. However, during removal of the clip delivery system (cds), there was a tremendous amount of resistance removing the cds from the steerable guide catheter (sgc), felt at the key housing segment. With much difficulty, the cds was eventually removed from the sgc. A second cds was advanced into the same sgc and resistance was felt before the cds exited into the left atrium. The second clip was deployed without issue but there was resistance again during withdrawal of the cds from the sgc. There was no damage noted to the soft tip of the sgc. It was believed that the issue was with the sgc not the cds. The degenerative mitral regurgitation (mr) was only reduced from 4+ down to 3+ with two clips implanted due to the anterior leaflet that contained a cleft and a flail. Although pre-procedure, it was known that this patient had a cleft, it was not known until the procedure that the cleft was in the location needed to grasp the anterior leaflet. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. The device was found to pass all in process and final inspections. Based on the information reviewed, there is no indication of a product deficiency the other cds and the sgc device referenced are filed under separate medwatch MFR numbers.